Event description:
It was reported the pt has not recharged the scs system for the past year due to losing the external devices. Subsequently, the charging system was found however, the device was unable to communicate with the ipg. A physician consult may be the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.